Event description:
It was reported that the user experienced overnight low glucose alerts from the ilet system, with the cgm indicating 50¿60 mg/dl while contemporaneous fingersticks read 80¿90 mg/dl, and the lowest confirmed fingerstick value was 67 mg/dl; the user treated with oral glucose tablets and subsequently replaced the sensor, after which sensor performance was described as working well. Symptoms included feeling unwell. Outcomes included self-treatment without outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding pump features, ilet settings, pause feature, and meal announcement use. Investigation of this case revealed a hypoglycemia event with sensor-to-fingerstick discrepancy prior to sensor replacement, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.